Event description:
It was reported that the customer experienced low blood glucose levels (60 mg/dl). The customer was found unresponsive and paramedics were called. Customer was admitted to the hospital on 04/29/2015 and released on (B)(6) 2015. Reportedly, the pump is functioning as expected.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.